Event description:
It was reported that "after passing the dilator, iab balloon not going smoothly and got kinked". It was reported that the patient is deceased. Additional information received states that the cause of death is unknown. The patient's past medical history includes "avr + mvr presented leak in valve (mv)". At the time of this report, the customer has not returned our requests for further clarifying information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that "iab balloon not going smoothly and got kinked" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "after passing the dilator, iab balloon not going smoothly and got kinked". It was reported that the patient is deceased. Additional information received states that the cause of death is unknown. The patient's past medical history includes "avr + mvr presented leak in valve (mv)". At the time of this report, the customer has not returned our requests for further clarifying information.